Event description:
Additional information received: alternate procedure performed: turp

Event description:
It was reported that the fiber stopped working. The case was completed with an alternate procedure; procedure type was not reported. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the glass cap exhibits moderate char; the bevel section appears in good condition. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).